Manufacturer narrative:
Information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during laparoscopic general surgery for gastrointestinal, upon opening the package during preparation, it was found that the suture was broken. To resolve the issue, a new suture was used to complete the case. There was no patient injury.